Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist. The dentist states that the patient needs to cease aligner treatment immediately due to dental disease recently discovered in a clinical exam. Patient has active generalized moderate periodontal disease that will be exacerbated if actively remodeling bone due to orthodontic treatment. Patient also has several large carious lesions present which require restoration #3, 4 and 19. Patient also has infections requiring dental extractions of #32 and 16. Patient has a large lesion present within the bone of their lower left mandible requiring a referral to an oral maxillofacial surgeon and possible biopsy. Patient needs to cease treatment in order to not perpetuate further bone loss, caries and infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.